Event description:
Customer reported via phone, she was experiencing high blood glucose and wasn't sure why they were occurring. Customer had done a complete set change and the next morning blood glucose was high 540 mg/dl and current blood glucose was 419 mg/dl. Customer hasn't been experiencing any symptoms. Troubleshooting was performed. Drive support cap was reported normal. No air bubbles or leaks were noted. Customer was unsure if bolus wizard setting were programed correctly and was advised to speak to her health care provider to ensure they are correct. High pressure test was performed and it passed. Customer also reported he had experienced low blood glucose of 38 mg/dl. Lost occurred on friday, saturday, and sunday. Troubleshooting was performed and customer was advised to monitor the device as no anomalies were noted. She was also advised to call back if issues persisted and to speak to her health care provider in regards to current events. The device is not returning for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.